Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted during testing. Pump error 25 alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit had scratched case, fading serial number label, cracked retainer, pillowing keypad overlay and stained keypad overlay.

Event description:
It was reported that the insulin pump received power reset error. The customer¿s blood glucose level was 120 mg/dl. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.